Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) no anomalies found.

Event description:
It was reported that, at implantation, the battery voltage of the device was 2.945 v. The remaining longevity was only 2 years. The patient also had phrenic nerve stimulation. The device was explanted and replaced with a new one. No patient complications were reported as a result of this event.